Manufacturer narrative:
PMA 510(k): -this product is not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -9.5/+4.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. The surgeon notes refractive surprise. Reportedly, lens remains implanted. No additional information available at the time of MDR submission.

Manufacturer narrative:
Updated information: the surgeon has decided to treat the patient using prk-refractive laser treatment. The lens will remain implanted. (B)(4)